Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during implant of a 23mm sapien 3 ultra resilia, by transcarotid approach, the valve and delivery system were positioned more ventricular in the annulus then intended. The valve was partially expanded, before the valve and delivery system could be repositioned. The valve was then unable to be pulled back into the annulus. Despite multiple attempts to withdraw and correct the malposition and pull the delivery system with the valve back into the annulus, the valve migrated off the balloon into the left ventricle (lv) requiring surgical intervention. The tavr valve was successfully removed. The patient was stable and transferred for post management care without support. A surgical valve was implanted. Of last communication, the patient was stable.

Manufacturer narrative:
This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2024-02480. A supplemental MDR is being submitted based on the engineering investigation. The following section h6 (device code) has been corrected. Update to h2, h6 and h10 to reflect engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for thv dislodged off the balloon was unable to be confirmed as no device or imagery were provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. In addition, a review of the DHR and lot history was unable to be performed as the device lot information was not provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials revealed no deficiencies. The valve was reported to have been positioned too ventricularly and partially deployed before maneuvers were attempted to reposition the partially expanded thv. It is possible that the partially expanded valve resulted in the profile of the delivery system being larger than usual during repositioning across the annulus, which may have caused the delivery system to catch on patient vasculature. Excessive manipulation in the form of further attempts to reposition and correct the malposition by pulling the delivery system with valve back into the annulus may have resulted in the valve dislodging off the balloon. In this case, available information suggests that procedural factors (altered thv profile, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.